Event description:
At end of procedure, patient drapes were removed 2 sites on each side of midline were noted. Site on left was 1cm blister. Site on right was 1 1/2 cm white with red border. Neither site had broken skin. Applied band aids to sites after showing dr.